Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th june 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-24-2, 2.4 mm biocomposite suturetak® suture anchor with one #2 fiberwire® and one #2 tigerwire®, its anchor broke during insertion. This was detected during an ankle joint repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-1934bcf-24-2. There were no patient harm and no secondary procedure needed.